Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The up, down and ok keypad buttons reportedly were under reponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings:there was no evidence of physical damage observed to the keypad button cover. The keypad buttons were found to be responsive to user input. The keypad cover was removed and there was no evidence of moisture or contamination observed. The pump passed the leak test. The pump case was opened and there was no further evidence of moisture observed in the pump. Unrelated to the complaint, the battery compartment was found to be cracked from the bottom traveling to bumper. Also unrelated to the complaint, the audio bolus button was found to be unresponsive due to a tear obverved on the audio bolus button.